Manufacturer narrative:
H3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image found that the device handle had separated at the sliding ring and the spring was exposed. The anchor had disengaged from the tip of the device. A visual inspection revealed that the nose cone and sliding ring had detached from the handle and the anchor had disengaged from the tip of the device. The anchor did not have any visual issues and likely disengaged due to force on the device or the sliding ring. The nose cone was unable to lock into place. It was discovered that the locking tabs had broken off and were unable to hold the assembly together. There was no debris or indication of use. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the assembly procedure found that the processes for fitting the nose cone onto the handle and inserting the anchor into the shaft assembly were specified clearly. The complaint was confirmed and the root cause was associated with transport or storage. Factors that could have contributed to the reported event include rough shipping and handling or an impact event during transportation or at the customer site.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a lateral collateral ligament repair, the twinfix titanium 3.5 ultrabraid inserter and anchor was split. This occurred outside the patient. The procedure was completed with a backup device with no delay nor patient injury. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.